Event description:
It was reported that a pt underwent a sling procedure in 2009. Post-operatively, on the day after surgery, the pt had difficulty voiding with high residuals on post-void bladder scan. As a result, a pull-down procedure of the sling was performed under general anesthesia two days later. The event is listed as resolved as of 2009.

Manufacturer narrative:
Date sent to the FDA: 4/24/09. Urinary retention occurred. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.